Event description:
It was reported that the patient had an aneurysm of the right coronary artery (rca). Three promus stents were used to treat the rca (3.0 x 28, 3.5 x 28, 4.0 x 12). After the last promus 4.0 x 12 stent was placed in the proximal rca. Upon repeat angio, it was noted that there was still haziness and contrast was going from around the promus stent in the proximal rca. The graftmaster was being used to treat the area of the haziness, but it was unable to cross. Therefore, a non abbott bare metal stent was used to treat the proximal rca and was placed inside the promus 4.0 x 12 stent for re-enforcement and to stop the aneurysm. The vessel was visualized after the bare metal stent was deployed and post dilated and the results were reportedly good. Though requested, no additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). The graftmaster is being reported under a separate medwatch report number. Evaluation summary: there was no reported product deficiency. Dissections are known adverse events as listed in the promus instructions for use. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the promus stent was used to treat an aneurysm in the right coronary artery. It should be noted that the promus IFU states: "the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length, t 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm."